Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged on (B)(6) 2020 with a peripherally inserted central catheter (PICC) line for intravenous (IV) antibiotics and a biliary tube for drainage. The PICC line was removed on 04apr2020, chronic suppressive amoxicillin was started on (B)(6) 2020. On (B)(6) 2020 during tube check, it was noted that the biliary tube had been dislodged. It was decided it would not be replaced due to no ongoing drainage.

Event description:
The patient was admitted for abdominal and shoulder pain. While admitted, supratherapeutic inr was noted. A CT scan showed enlarged upper mediastinal complex fluid measuring 6.2cm. The site communicated the fluid was likely to be a mediastinal hematoma. On (B)(6) 2020, hemoglobin dropped with worsening clinical status. A repeat CT scan revealed anterior mediastinal collection that caused a mass effect on right brachiocephalic artery. Interventional radiology detailed there was no safe way to perform drainage. No further information was reported.

Event description:
It was reported that the patient's antibiotics were changed from zosyn to ampicilin, ceftriaxone and metronidazole. The source of infection felt likely to be due to gut translocation from cholecystitis. In addition, the patient experienced an elevated inr, which was treated. The patient¿s inr issue resolved by (B)(6)2020 . No further information provided.

Manufacturer narrative:
Section g3: corrected information section b5, d4 & h4: additional information section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6)2017 . The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4) . Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number(B)(6) , and the report events could not conclusively be established through this evaluation. It was communicated that the patient had a history of gout and rheumatoid arthritis, but the right shoulder pain was new. X-rays showed moderate acromioclavicular (ac) and glenohumeral (gh) joint arthritis. Arthrocentesis was performed on (B)(6)2020 and sanguineous appearing fluid was aspirated. Cultures were negative. The patient was treated with ongoing pain management. While as an inpatient, the patient developed a new onset abdominal pain accompanied by nausea and vomiting. An ultrasound on 28feb2020 showed significant gallbladder sludge and concern for acalculous cholecystitis. The patient underwent a percutaneous cholecystostomy for decompression of the gallbladder. A catheter was placed on 02mar2020 for a minimum of 6 weeks. A chest computed tomography (CT) was also done on (B)(6)2020 and showed an enlarged upper mediastinal complex fluid. It was favored to be a mediastinal hematoma. On 29feb2020, the patient¿s hemoglobin dropped with worsening clinical status and a repeat CT revealed anterior mediastinal collection which causes mass effect on the right brachiocephalic artery. Interventional radiology determined there were no safe way to perform drainage. Cardiothoracic surgery did not feel surgery was needed. The patient continued to be monitored closely while on anticoagulation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The heartmate 3 lvas IFU lists infection (local, pump pocket/pseudo pocket, and driveline) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient was given one unit of packed red blood cells prior to discharge for chronic anemia and unable to be given IV iron due to bacteremia history. Coumadin was resumed once hemoglobin was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was transferred from a outside hospital due to complaints of shoulder pain and positive results of enterococcus bacteremia. Labs noted leukocytosis and elevated white blood cells. The patient was treated with vancomycin and zosyn. The source of the infection was undetermined. No further information was provided.